Event description:
It was reported that (1) tct75 was used during an unk procedure. It was reported by the affiliate that the firing knob would not advance. Opened another device to complete the case. There was no consequence to pt.